Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 4. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3210 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Second of 3 emdrs. Correction: the correct drain volume identified during evaluation is 3310 ml, and not 3210 ml as initially reported. The product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The device functioned normally during pal testing. The device was determined to meet functional and electrical performance specification. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).